Event description:
The customer reported the zoom and focus buttons were not functional on the subject device. While the camera button was pressed. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the coupler was corroded. This report is being submitted for the malfunction found during evaluation (corrosion on coupler). There was no effect on a patient due to the event.

Manufacturer narrative:
During inspection and testing, service found the coupler was corroded. A review of the device history record found no deviations that could have caused or contributed to the corrosion. The device was shipped in accordance with the specifications. Based on the results of the legal manufacturer's investigation, a definitive root cause of the corrosion could not be identified. Olympus will continue to monitor field performance for this device. The reported issue (buttons not functional) was confirmed during inspection and testing. The buttons were not functional due to a defective charge-coupled unit. In addition, there was a deep cut on the cable and leaks were found from the focus switches and headcover front. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.